Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on( B)(4) 2018 that on (B)(6) 2018 the patient experienced premature sensor session ending. The complaint device has been received for device investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4). Describe event or problem - additional, if follow-up, what type?: additional information/device evaluation - additional, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Transmitter (B)(4) bluetooth testing: failed testing. The share log was reviewed and could not confirm the complaint. The probable cause could not be determined via product.